Event description:
It was reported that the device was used during a laparoscopic roux en y, the physician reported that when he inserted the device into the abdomen, he noticed that the tip of the device was broken. He x-rayed the pt in an attempt to find the tip of the device. X-ray did not reveal any findings on the tip. Or staff checked the surgical field and was unable to find the tip of the instrument.